Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of, ¿failed buzzer test¿. The unit was triaged and the customer¿s reported condition was confirmed. The unit did not sound when powered or during the buzzer test. The issue was isolated to the mainboard. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 09/19/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with an enteral feeding pump. The customer reported the unit failed the buzzer test. No further information available.